Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult or delayed activation (clip deployment) or difficult to open or close (clip open - difficult). Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported difficult clip deployment and difficulty opening the clip could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, an xtw was inserted, upon grasping the leaflets, it was difficult to open the clip. Trouble shooting was performed and the clip was able to be opened. However, during the deployment, the clip was not separating from the mandrel. Mandrel was detached and the clip was able to be deployed. All steps were performed as per IFU. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.